Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: material no: 309646, batch no.: 9290589. It was reported that the packaging was stuck together when it should be separated. Per email: product: bd 5ml slip tip syringe, sterile, single use. Mmid: (B)(4). Vmid: (B)(4). Lot number: product expiry date: n/a. Number of defective product(s): 1. Is sample available: yes. Concern description: packaging stuck together. Should be separated. Per phone call: customer stated the batch number to be 9290589 which does not equate to the provided ref# in the email of 309646. Using sap the correct ref# is 309646. On the phone call the customer also stated it was not just one syringe tip with this issue but a lot. She didn't know the exact amount in the box. I also received the address through the phone call and that they seek replacement.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: material no: 309646 batch no.: 9290589. It was reported that the packaging was stuck together when it should be separated. Per email: product: bd 5ml slip tip syringe, sterile, single use, mmid: 309647, vmid: 308-309647, product expiry date: n/a, number of defective product(s): 1, is sample available: yes, concern description: packaging stuck together. Should be separated. Per phone call: customer stated the batch number to be 9290589 which does not equate to the provided ref# in the email of 309646. Using sap the correct ref# is 309646. On the phone call the customer also stated it was not just one syringe tip with this issue but a lot. She didn't know the exact amount in the box. I also received the address through the phone call and that they seek replacement.